Manufacturer narrative:
(B)(4). (B)(6). A batch review was performed with no issues found during manufacturing. There were no deviations from standard procedure. Evaluation summary: the sample was not available, but pictures were received and evaluated. The reported condition was confirmed. Upon completion of baxter's investigation, or if additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a the plastic pouch of a minicap kit as damaged. This occurred before patient use. There was no patient involvement. No additional information is available.